Event description:
A customer reported a tandem mobi cartridge alarm occurring during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and decided to replace the pump. The customer was advised that the new pump would include updated software, and instructions were provided for returning the faulty pump and for operating the replacement pump. The customer understood and acknowledged the guidance provided.